Manufacturer narrative:
Investigation summary: bd received a sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for fm on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for fm on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and fm on the cannula was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on it. This occurred on 12 occasions before use. The following information was provided by the initial reporter: before use, the customer found 12ea tubes have fm on IV cannula.